Manufacturer narrative:
Per repair statement muffler and manifold contaminated, low o2 or yellow light.

Event description:
Sieve beds are defective per provider. Per repair statement muffler and manifold contaminated, low o2 or yellow light.